Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was a spine case. There was fifteen minute delay to the procedure due to this issue and the case was completed with navigation.

Manufacturer narrative:
The uninterruptible power supply (ups) and battery were returned to the manufacturer for analysis. Analysis found that there was no problem with either component. No fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery and uninterruptible power supply (ups) were replaced. The system then passed the system checkout and was found to be fully functional. The battery and ups have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that while in use, the system shut down unexpectedly. It was reported that the red low battery symbol was observed prior to shutdown. There was no reported impact to patient outcome. An update was provided that when the self-test was opened, the system lost connection to both uninterruptible power supply (ups) and the system would power off immediately when connected to a known good outlet.